Event description:
During an in clinic follow up, low pacing impedance was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.